Manufacturer narrative:
Due to the deviations found in the extension arm of the product during this investigation, it cannot be excluded that a tooth-on-tooth position of the extension arm and fixed arm occured and that subsequent movement of the tilted teeth did contribute to the described slippage. Stiffness and premature wear of the extension arm teeth are typical consequences of insufficient lubrication of the relevant features as well as possible external force. In this context, we refer in particular to the instructions in the product's IFU regarding proper handling and care (lubrication & reprocessing) of the skull clamp. From our experience, the pinning technique can contribute to a loss of clamping force and/or slippages. In this context, we refer to the product's instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Event description:
Customer informed us on (B)(6) that one of our products was involved in a case in which the treated patient sustained a laceration.

Manufacturer narrative:
Text-fields b3, g3, g6, h2 and h11 were changed within this follow-up report. The reporting customer submitted the exact same incident information provided within the initial 3500a report on a loaner product (1001.001, sn (B)(6)), which was found to comply with the specifications after inspection. After contacting the reporting customer, it cannot be certainly stated which skull clamp was actually involved in the reported slippage. If more information is received, it will be presented within a follow-up report.